Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call critical pump error alarm on the insulin pump. Customer¿s blood glucose level was 300 mg/dl. Troubleshooting for critical pump error was performed. Customer advised the display screen showed the critical pump error message. Troubleshooting was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump error 35 noted in the pump history and critical pump error alarm during testing due to moisture damage on the electronic assembly on the printed circuit board and force sensor. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error alarm. Unit was received with cracked battery tube threads, cracked case along the side of the battery tube, faded serial number label, scratched case, minor scratched lcd window and cracked select button keypad overlay.